Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/6/2022. H.6. Investigation: customer returned a single 0.5ml syringe with no other forms of identification. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 0006836. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that bd syringe 0.5ml 31ga 8mm experienced a case of hub separation from the device, and being unable to aspirate. The following information was provided by the initial reporter: stated, when she removed needle shield, needle hub separated. Stated 2 syringes would not draw insulin.

Event description:
It was reported that bd syringe 0.5ml 31ga 8mm experienced a case of hub separation from the device, and being unable to aspirate. The following information was provided by the initial reporter: stated, when she removed needle shield, needle hub separated. Stated 2 syringes would not draw insulin.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.